Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6)a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd preset¿ eclipse¿ arterial blood collection syringe, two (2) devices were missing the scale markings. No adverse impact was reported regarding the patient or user.